Event description:
It was reported that prior an atrial fibrillation ablation a farawave was selected for use. During preparation, the scrub nurse opened the package and saw white dust over the handle, this was washed off, then visual whitening inside the lumen. Not able to flush it away. Then when introducing the guidewire, the nurse was not able to push it, not able to proceed the wire, there was a hard obstacle. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.